Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue and additionally observed the device to display a message indicating "abnormal energy delivery" when attempting to deliver defibrillation energy.  Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing.  The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device lost power during a patient event. The customer indicated that the device was being moved during the event when it lost power.  Once it lost power, a backup device was utilized within approximately 30 seconds and the event continued without further issue.  There was no report of any adverse outcome to the patient during the reported event.  No additional patient information was provided to physio-control.